Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received replace battery now alarms without low battery alarm. The customer's blood glucose was 8.2 mmol/l at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected low battery alerts, replace battery alerts or replace battery now alarms noted during testing. The power management graph was within specification. Multiple replace battery alerts, replace battery now alarms and low battery alerts were present in the format history file and the lithium backup battery indicated abnormal behavior as shown in the power management graph. The connector was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for two days with the pump functioning properly during testing. The pump was received with minor scratches on the lcd window, a pillowing keypad overlay, a severely faded serial number label, a peeling end cap address label and a scratched casing.